Event description:
It was reported that pt underwent total knee arthroplasty in 2006. Subsequently, aseptic loosening of the tibial component was reported and revision procedure was performed in 2008 replacing tibial, patella and femoral components.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.